Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found the unit to have lcd failure with a blank screen. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer reports led screen is not working on feeding pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.